Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 99% stenosed, moderately tortuous and heavily calcified anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, moderately tortuous, and heavily calcified de novo lesion in the left anterior descending artery. A 2.5x20mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion; however, resistance with the anatomy was felt. Once at the lesion, the balloon ruptured during the second inflation at 8 atmospheres. The procedure was successfully completed with a 2.5x20mm non-abbott bdc and the deployment of an unspecified xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.